Manufacturer narrative:
Insulin pump received with button error alarm and intermittent up arrow button response due to flattened button dome switch. No unexpected numbers scrolling during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working when she was trying to program a bolus. The numbers on the insulin pump's screen kept scrolling up because the button was stuck. She took the battery out and placed it back in the insulin pump but the buttons were unresponsive. The insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.